Event description:
On (B)(6) 2011, pt reported experiencing elevated blood glucose from the infusion sets not being fully released from the insertion assist plus device and causing kinked infusion set cannulas. Pt¿s normal blood glucose range is 120-170 mg/dl. Pt¿s target blood glucose is 100 mg/dl. Pt stated she inserted the infusion set into the insertion device and pulled the housing back. Pt reported she noticed the needle did not extend so she changed to a different infusion set and the needle extended. Pt stated when pressing the release button, the infusion set did not release from the device and she had to force the infusion set out of the device. Pt reported she eventually was able to insert an infusion set into her skin but her blood glucose went up to 420 or 430 mg/dl. Pt stated her infusion device displayed a blockage error so she changed her infusion site and delivered insulin with the infusion device. Pt reported her blood glucose returned to normal after the site change. Pt stated she noticed the cannula was kinked on the infusion set that was removed from her skin. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.